Manufacturer narrative:
(B)(4). No conclusion code available. This report is to advise of an event observed during analysis. Final analysis found a partial lead was returned in two pieces. Insulation abrasion breaching the ring electrode re lumen was found at 2.7 cm to 3.6 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.